Event description:
It was reported that the patient presented in the emergency room with "symptoms of overdose," according to the emergency room nurse. The patient was drowsy but responded appropriately to stimuli. She communicated that she had her pump last refilled two days ago on (B)(6) 2011. The pump logs revealed no motor stalls on interrogation. No information as regards to the drug, dosage or concentration was available. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).